Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from italy that during an unspecified surgical procedure, it was discovered that the motor device did not function. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the product information was incorrectly documented in the initial report. The product information has been updated accordingly.the reported device has been updated from motor device to console device.product code: the product code has been corrected from emax2plus to sc2100brand name: the brand name has been corrected from emax 2 plus motor to system consolecommon device name: the common device name has been corrected from motor, drill, electric - handpiece to motor, drill, electric - consolecatalog number: the catalog number has been corrected from emax2plus to sc2100if information is obtained that was not available, a follow-up medwatch will be filed as appropriate.